Manufacturer narrative:
Trigger pins stuck.

Event description:
It was reported by svc report that the head end rails are not locking in the up position. No pt involvement or adverse consequences are reported.